Event description:
It was reported that after stent deployment, an occlusion occurred to one of the vessels, although there were no ECG changes. Although no medical intervention was performed, an occlusion is considered a permanent impairment to the pt. The info contained in this report was captured during a post market eval conducted outside the us.